Manufacturer narrative:
The customer reported issue displayed "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing and in the archive review. The processor board was replaced to remedy the reported issue. The platform passed all the testing criteria visual inspection noted no physical damage upon receipt. The encoder drive shaft was hard to rotate because it exhibits binding and resistance. Functional testing was not performed as the system error displayed upon powering on the unit. The root cause was determined to be a defective processor board. Archive review showed system error 132 on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform ((B)(4)) was displaying error message "system error, out of service, revert to manual CPR". Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.